Event description:
The dealer reported that the wires were pulled out of the leg motor on the power chair. This issue could cause the leg rest to be unstable and could cause electric shock to the user.